Event description:
The event involved a 13 cm (5") aprox 1.8 ml, adaptador p/ bomba c/ chemolock¿ where the customer stated that the product, with pembrolizumab medication, began to drip during the infusion from the part where the blue valve is fixed to the transparent plastic. The problem was noted when the nurse saw medication dripping from the product. Three previous incidents were mentioned, but there are no samples available for investigation. The reported event occurred during patient use, so, there was patient involvement, however, there was no delay in therapy, no adverse events and no patient harm reported.

Manufacturer narrative:
No 034-cl3034 product samples, videos or photographs were returned for investigation. The device history report (DHR) was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.